Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/25/2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. Patient's mother reported that patient was not coherent and described patient as "acting goofy." Patient's mother took at finger stick reading and the blood glucose (bg) value was 31 mg/dl; the cgm value was 200 mg/dl. Patient was treated by giving him frosting to eat. At the time of contact, patient is okay. No additional patient or event information was provided. Data was provided for evaluation. The reported cgm inaccuracies was confirmed via data. The root cause could not be determined.